Event description:
Related manufacturer reference number: 2017865-2021-38609. It was reported during in clinic follow up that the patient presented with discomfort due to nerve stimulation and loss of capture exhibited by the atrial and right ventricular leads. These issues were found to be caused by both leads being dislodged and in the pocket. The leads were explanted and replaced. The patient was in stable condition.